Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar cautery instrument was found to have broken electrical contacts. The 2 broken pieces, measuring approximately 4.46mm x 0.87mm in size for each, were not returned with the instrument. Due to the broken electrical contacts, detached fragments are observed that were not returned with the instrument. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed when an in-house tip accessory was installed on the tube adapter. The tube adapter was found to have thermal damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have broken electrical contacts. The 2 broken pieces, measuring approximately 4.46mm x 0.87mm in size for each, were not returned with the instrument. Due to the broken electrical contacts, detached fragments are observed that were not returned with the instrument. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed when an in-house tip accessory was installed on the tube adapter. This failure is likely caused by the broken electrical contacts.

Event description:
It was reported that during central processing, the monopolar cautery instrument did not work. There was no report of patient involvement or patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Correction to failure analysis findings: intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have thermal damage on the tube adapter. The complaint regarding instrument doesn't work was confirmed by failure analysis. The probable root cause is attributed to damage during use.

Event description:
Refer to h11 for follow-up information.